Event description:
It was reported that (1) device was used during a laparoscopic treatment of endometreosis. It was reported by the affiliate that the atw35 closing lever was hard and the jaw would not close. Another instrument was used to complete the case. There was no consequence to the pt.